Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 18nov2016 to the present date 19jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported that the device has no power. No patient involvement.

Event description:
The customer reported that the device has no power. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assy fluid ingress keypad trace due to no power. Replaced upper transducer due to check IV set error. Replaced corroded right,left iui. Lvp bezel post recall completed replaced bezel assembly. A review of the device history record for sn (B)(6) was performed from the date of manufacture 11/18/2016 to the present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to fluid ingress of the door assembly. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, pa-2014-0026 for pressure sensor.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device has no power. No patient involvement.